Event description:
Event description guidant received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms. Therefore, the lead was removed from service and replaced without further incident.